Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter leaked after insertion.

Event description:
The customer reports the catheter leaked after insertion.

Manufacturer narrative:
(B)(4). The customer returned one opened ra catheterization kit containing a catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. After the sample failed functional testing, the catheter was microscopically examined. Two small slits were detected on either side of the catheter just below the hub. The slits were consistent with damage seen when the catheter is creased, and the material is weakened. The total length, and inner and outer diameter of the catheter were measured and were all within specification. This indicates that the wall thickness of the catheter is within specifications. The returned catheter was initially flushed to clear any blockages before functional testing. The distal end of the catheter was the clamped and the luer hub was attached to a water-filled lab inventory syringe. When the plunger was depressed, water leaked from just below the hub. A manual tug test confirmed the catheter body was fully secured within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter contained two small slits below the luer hub. The slits were consistent with damage seen when the catheter is creased, and the material is weakened. A device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.